Manufacturer narrative:
The device used in treatment was not returned for evaluation with no additional information provided we have not been able to establish a relationship between the reported event or determine a root cause. Probable root causes include application techniques and or a failed component. The IFU offers further guidance. No batch/lot number has been provided, therefore a review of the device history has not been possible. A complaint history review found other related failures. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that adhesive does not work and dressing is found to be wrinkly. It is unknown whether the event happened during surgery and if there was patient involvement. No harm or injury reported.